Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that her son's onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient's mother reported that she began to suspect that the subject meter was reading inaccurately at an unknown time in early (B)(6) 2012. The patient's mother mentioned that the patient manages his blood glucose using insulin (novolog) pump therapy and stated that they had increased the insulin administration based on the alleged inaccurately high readings being obtained on the subject meter. The patient's mother claimed that the patient started vomiting on (B)(6) 2012 (at an unspecified time) and was hospitalized for diabetic ketoacidosis. At the time the patient was hospitalized, the mother had tested the patient's blood glucose with the subject meter and obtained a blood glucose reading of "548 mg/dl" and within minutes a blood glucose reading of "243 mg/dl" was obtained with an unspecified hospital meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's mother informed the cca that the patient was administered an insulin drip (unknown type/dose) during the hospitalization and that the patient was still hospitalized at the time of the call. The patient's mother also said that the subject meter "rattled" and "has lines across the screen." However, the patient's mother did not consider these issues to impact patient symptoms or treatment. During troubleshooting the patient obtained a control solution test result of "123mg/dl" with the subject meter (range 107-143 mg/dl). The cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site, and that the test strips were in good/unexpired condition. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the alleged inaccurate high blood glucose reading correlated with the symptoms and treatment received by the patient. However, this complaint is being reported because the two results being compared fall outside of lfs's specifications for accuracy comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.